Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire tip remains in pt. Device issue: separated guide wire tip. It was reported that the extra sport guide wire was attempting to cross through the coronary sinus for lead placement. The vessel was tortuous and required a lot of torquing of the guide wire. During the crossing attempt, the guide wire became frayed and the tip separated. A cat-scan and echocardiogram were performed and there was no pt effect; therefore, the decision was made to leave the detached guide wire tip in the pt's coronary sinus. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood visible. There was contrast visible at the distal end of the core. The guide wire was returned separated at the proximal solder. The tip, 3 cm in length, was not returned. There were three kinks in the core, 2 mm, 5 mm, and 3.1 cm proximal to the separation. There was also a kink in the core, 1.7 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. Due to the separation, dimensional testing was not performed. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, "the vessel was tortuous and required a lot of torquing of the guide wire" in conjunction with the sem result, it seems apparent that the tip of the guide wire became trapped and restricted in the vessel while being torqued. The root cause appears to be from circumstances during the procedure that overtorqued the guide wire to failure. In addition to the over torquing, the fracture site was at a bend and there were other bends to the core that is also an indication that excessive force was applied to the guide wire. This is a very low-level failure mode that is monitored. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.